Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. The person who answered the phone stated the patient was still in the hospital on (B)(6) 2020. Additional information was received, it was reported that the patient had discomfort when voiding through their urethra. It was also reported that the patient said they had persistent pain when laying on their right side since the start of the evaluation. Contributing factors were unknown, it was unknown if the issue was resolved.